Event description:
On (B)(6) 2013, the patient¿s mom/reporter contact animas on behalf of the patient to that the patient had elevated blood glucose to 589 mg/dl and symptoms of nausea and frequent urination at 6 am. It was noted that the subject pump gave a cs 064-0008 alarm at 12 am while the patient was sleeping. The alarm was not cleared until the morning at 6 am when the patient had elevated blood glucose. The reporter was able to reboot and prime the subject pump successfully. The issue was resolved with training. This complaint is being reported use error because alarm was not cleared for 6 hours and patient subsequently had hyperglycemia.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/07/2013 with the following results: pump powers ¿on¿ and displays ¿verify¿ screen. The piston was unable to detect the cartridge upon the first ¿load¿ attempt, unable to verify all steps and to adequately investigate reported ¿cs064¿ due the load step malfunction. Pump¿s case was removed, moisture corrosion was found to the printed circuit board on the force sensor circuit , and on the motor flex/connector. Force sensor plate is clean and had a 9.5k ohms resistance.-unable to take the audible test reading due the bolus button failure unrelated to the complaint, pump powers ¿on¿ and displays ¿verify¿ screen. The display is dim and faded upon start up, during investigation, a test display screen was mounted and it was fully illuminated and clear. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.